Event description:
On (B)(6) 2010, wife reported pt has experienced hyperglycemia over the previous 2 weeks. Blood glucose has elevated above 300 mg/dl. Pt is able to bolus to correct blood glucose. Wife reports blood glucose will occasionally drop following treatment. Blood glucose has dropped below 60 mg/dl, but exact readings were not provided. Target blood glucose is 130 -140 mg/dl. Pt started new infusion sets to troubleshoot blood glucose, but the issue persisted. Infusion sets are changed every 2 days, and insulin cartridges are not reused. Wife was unable to continue troubleshooting at that time, but she called back on (B)(6) 2010 to provide additional details. Pt changed to backup infusion device following initial call. Blood glucose returned to normal on backup infusion device. Infusion device was replaced and requested for eval due to concern it was "not working properly." The pt did not require treatment from a health care professional or second party to address the issue.